Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During a surgical procedure, it was reported that the hand piece was becoming hot to the touch. There was no injury to the pt or user. The case was completed without delay. There were no adverse consequences reported.